Event description:
Complainant alleged that during biomed testing, the device was unable to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical and the malfunction was not duplicated. Follow-up communication with the customer clarified that the user had attempted to discharge the paddles via the front panel selection. The device has a safety feature which disables the discharge button on the front panel membrane when the defibrillator paddles are attached. Had the user pressed the discharge button on the paddles, the device would have successfully discharged. This report is being closed as user error and there was no device malfunction. Analysis for reports of this type has not identified an increase in trend.